Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that there was no signal output from the host pc. The fse reconnected the host pc graphic card. Once the graphic card was plugged back in, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system could not be started. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was no signal from the host pc. The field service engineer inspected the system onsite and after the reinsertion of the host video card, the device was returned to use in good working order.